Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis found that the device passed functional testing and long-term testing. It was noted that both bail covers were cracked. (B)(4).

Event description:
It was reported that the output dropped down. The external pulse generator (epg) was returned to the manufacturer for servicing. No patient complications have been reported as a result of this event.